Event description:
It was reported that, following a total abdominal hysterectomy and bi-lateral salpingoophorectomy, the patient complained of a mass under their incision. The physician removed a suture granuloma from the site through a small incision and closed with a staple.